Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2015, the patient was being implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician was implanting a plc27144/13780575 through a 16fr dryseal sheath on the left side of the patient. The physician deployed the device and upon withdrawing the delivery catheter the distal olive (where the copper turns to white on the catheter) had become separated from the delivery catheter. Since it was being pulled through the valve of the dryseal sheath when it became broken off, the physician was able to remove the distal end of the delivery catheter with no issue. There was no clinical injury to the patient. Both the catheter and sheath were destroyed at the hospital. The patient tolerated the procedure.